Event description:
A report was received that alleges that during use of the device, the safety mechanism did not fully activate. As a result it was not fully captured in the safety device and was exposed. No needle-stick took place. There was no pt or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.